Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The events of abscess and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "lymph nodes swollen and are filled up puss sometimes clear and blood and sometime green."

Event description:
Patient reported "lymph nodes swollen and are filled up puss sometimes clear and blood and sometime green ." Device remains implanted. This record is for an unknown side.